Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low right ventricular (rv) lead sensing was noted, and an x-ray showed that the lead dislodged. A repositioning is planned. No adverse patient effects were reported. The lead was repositioned and all measurements were normal. No additional adverse patient effects were reported.